Event description:
It was reported by provider that the (B)(4) concentrator has red light and alarms, 5905 hours, unit is a rental, no property damage or injury alleged. No further information provided.